Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reports that ¿around 2 weeks ago¿, the battery stopped charging correctly and was giving her the ¿unable to provide desired intensity settings¿ error code. Patient reports no falls, trips, or accidents. Device connection check shows a red x at electrode 7, while device impedance codes show high impedances at electrodes 0,3, and 4.  Reprogrammed around high impedance electrodes to restore stimulation. Covered painful areas.  Reference electrode 6; electrode 0: 10440 electrode 3: 29560 electrode 4: 35110 reference electrode 15: electrode 0: 10910 electrode 3: 40000 electrode 4: 40000 * patient also reports experiencing loss of stimulation. Rep performed a connection and impedance tests run, had patient move around while stimulation was on. Reprogrammed around high impedance electrodes. The issue has not been resolved, rep will follow up with technical services and the patient about recharge quality. For reference, attached are images of impedances with different reference electrodes.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had issues with the therapy since 3 weeks ago, the patient got desired settings not available. An impedance check showed open circuit with electrodes 0, 3, and 4. No trauma, fall or accident was reported. The rep said they tried to program around the open circuit, but the patient called again last night with error messages. The rep said as far as they knew, there hadn't been any changes to the implant site. The rep said they will meet with the patient to get an x-ray of the lead to compare to original x-ray to determine if lead has moved. The rep was not with the patient.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, lot# /serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient was seen in clinic by another rep. Patient was referred to a neurosurgeon for xray and possible lead revision. Unknown if xrays have been taken. Reprogrammed around the electrodes that have high impedances, and it resolved the settings not available/loss of stimulation issue. Patient last reported that it had been resolved for the time being. [(B)(4) for omitted information about other error codes/recharging issues].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.